Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a prostate biopsy, that the device allegedly self-activated after the device had been fully primed. It was further reported that the procedure was completed with the same device and a coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this serial number met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. Investigation summary: the driver was not returned. Therefore, the investigation is inconclusive for self activation as the driver was not available for functional evaluation and no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. It is unknown if device maintenance and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a prostate biopsy, that the device allegedly self-activated after the device had been fully primed. It was further reported that the procedure was completed with the same device and a coaxial was used. There was no reported patient injury.